Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd plastipak¿ luer-lok¿ syringe stopper was loose. This was discovered during use. The following information was provided by the initial reporter: stopper got loose (took off) by pulling plunger.

Manufacturer narrative:
H.6. Investigation: DHR, quality notifications and maintenance records were verified where no records potentially related to the occurrence were found. The image provided by the customer was evaluated and it was possible to observe plunger rod with molding issue which caused stopper separation. The incident is potentially related to the low resin temperature caused by the resistance burning in the affected cavity. The low temperature of the resin caused the lack of filling of the cavity that generated the failed stem. H3 other text : see h.10

Event description:
It was reported that bd plastipak¿ luer-lok¿ syringe stopper was loose. This was discovered during use. The following information was provided by the initial reporter: stopper got loose (took off) by pulling plunger.